Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, there were alleged product issues related to catheter steering and deflection. The array mechanism appeared clunky and did not fully straighten out, requiring forceful pulling into the flex catheter. The case was completed with pulsed field ablation.. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number: 0012611631 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array and handle segments. During external visual inspection of the shaft segment. On the shaft segment, a kink was observed on the shaft at 2 inches from the tip. Catheter identification and ablation was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Catheter to sheath compatibility testing was carried out. The catheter's array was pulled into the capture device and then inserted into the sheath, without any issue. No anomalies were identified during multiple insertion/retraction attempts. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the return product inspection due to a kink observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.